Event description:
It was reported that an atb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that the instrument would not fire. A new instrument was used to complete the case. There was no consequence to the pt.